Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side cap con grade 3 and "high and tight." Additionally, patient was noted as under age at the time of implant per device directions for use. Device has been explanted.

Event description:
Healthcare professional reported, a left side cap con, grade 3. And "high and tight". Additionally, patient was noted, as under age at the time of implant. Per device directions for use. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Use error: unable to observe since, it is not related to the device. No further actions are required, as no manufacturing issues are observed.